Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative. Additional pro code selection that applies to the indication of this device - <qrb>.

Manufacturer narrative:
Correction to the initial MDR in b5. B3: estimated based on gfe response from sales representative additional pro code selection that applies to the indication of this device - <qrb>.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties, as a consequence, the patient has not received therapy for the past 3.5 years. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.